Event description:
It was reported that the patient presented in hospital after receiving inappropriate shock. High capture threshold and increased pacing lead impedance were observed. Noise was reproducible. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Only the connector end of the lead measuring 11.2cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.